Manufacturer narrative:
Unit was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, broken battery tube threads and cracked end cap.

Event description:
The customer indicated via phone call that there are cracks on the reservoir compartment and battery compartment of her insulin pump. The customer's blood glucose reading was 107 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.